Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose of 40 mg/dl was entered into the pump by the user on (B)(6) 2018. After entering a bg of 40 mg/dl the pump recommended a 0.0 unit bolus. The user overrode the pump calculation and delivered 5 units of insulin while still having over 8 units of insulin on board. The user overrode several boluses and delivered more insulin then recommended by the pump. Cartridge change sequence was completed on the morning of (B)(6) 2018. It is possible the user overcorrected. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 43 mg/dl with an unknown cause. Reportedly, the customer consumed carbohydrates in order to address for the low bg.